Event description:
User reported 2 false negative result. Positive by alternative brand rapid antigen self test. This is report 1 of 2. Relates to (B)(6) (3014862188-2022-00616: test 2 of 2).

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6) (3014862188-2022-00616: test 2 of 2).